Manufacturer narrative:
Our field service engineer (fse) inspected the ventilator on-site and replaced the broken water trap (air filter). A photographic image of the broken water trap (air filter) was received back for investigation. Visual inspection of the image confirmed that the check valve was broken, causing the water trap (air filter) to leak. A leakage in the water trap (air filter) on the inspiratory side of the ventilator will lead to insufficient supply of gas to the ventilator and, this will cause the ventilator to generate several alarms regarding leakage in the system and low gas supply pressure. Our conclusion is that the reported, "low pressure" alarm was caused by a broken check valve inside the water trap (air filter). The root cause for the broken check valve has not been determined from this investigation.

Event description:
(B)(4).

Event description:
It was reported that there was a, "low pressure" alarm generated from the compressor. There was no patient involvement reported. (B)(4).